Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and the customer reported malfunction was verified. The se found the expiration valve (evq) damaged with high traces of patient secretions. The se replaced the evq with one from the customer¿s stock to resolve the issue. The unit passed all testing and calibrations, and was operating within the manufacturing specifications.

Event description:
It was reported that, during patient use, the ventilator generated an "expiratory flow" on-stopping alarm. The patient was transferred to another ventilator without harm.